Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set tubing was leaking event from (B)(6) 2024. The blood glucose level was 255 mg/dl at the time of event. The infusion set was in use for 1.5 days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06449 - device 2 of 4.